Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support, who determined that the system is showing better agreement in bg/sg after the sensor re-link. They were encouraged to reach out again, if they have additional concerns. No further investigation was found necessary for this complaint.

Event description:
On february 6, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.